Event description:
The keypad is not responding. During the call, the contact stated that the customer was going into dka. The customer was leaving to go to the e.r. And will call back later. The nurse called back and stated that the pump needs to be replaced. It was indicated that replacement will be sent.